Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back is confirmed; however, the exact cause is unknown. One video of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the video showed a powerpicc solo catheter inserted in a patient. During the video, drops of liquid were observed to be flowing out of the proximal end of the luer hub. Due to the quality of the returned video, no details of damage to the luer hub or to the catheter could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that during catheter maintenance, the solo PICC catheter exhibited backflow, suspected to be due to valve failure. It was reported that the customer reinserted the catheter into the patient, resulting in additional tubing being opened. It was reported that recatheterization was required, impacting the customer experience. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.